Event description:
Ones broken, toothbrush head on the metal pin, a bit of that has broken off and the head comes off - oral-b [device breakage] case narrative: a relative/friend via phone reported that a bit of the metal pin on the 43 year old male consumer's oral-b pro 3 toothbrush was broken. The oral-b original toothbrush heads and another oral-b toothbrush head from a separate pack came off while brushing his teeth. No injury was reported. 21-feb-2024 case update: the concomitant product lot was p1146. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Ones broken, toothbrush head on the metal pin, a bit of that has broken off and the head comes off - oral-b [device breakage] case narrative: a relative/friend via phone reported that a bit of the metal pin on the 43 year old male consumer's oral-b pro 3 toothbrush was broken. The oral-b original toothbrush heads and another oral-b toothbrush head from a separate pack came off while brushing his teeth. No injury was reported. 21-feb-2024 case update: the concomitant product lot was p1146. No injury was reported.

Manufacturer narrative:
19-mar-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.